Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4)lead, implanted: (B)(6) 2008; (B)(4) lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported the lead dislodged and the thresholds were high.the lead was capped and replaced. No patient complications have been reported as a result of this event.